Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. An echocardiogram revealed the patient had cardiac tamponade. A pericardio-centesis was performed to relieve the pressure. During a post-op check the lead exhibited noise. The sensitivity was decreased and the noise could not be reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.